Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8.5f sheath hole prior to a paroxysmal atrial fibrillation (paf) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was maintained at 8.5f sheath and the paf was completed. Reportedly post-procedure, the railed suture of one proglide device was tightened, and then the non-railed suture was pulled; however, the suture broke and the railed suture came out of the anatomy. Hemostasis was achieved with the other pre-placed proglide suture along with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.